Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. Additional information will be provided once it becomes available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is attributed to component failure. Additionally, the presence of foreign objects in the nozzle could not be substantiated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope exhibited foreign material in the nozzle, and corrosion in the air and water cylinder. There was no patient involvement.